Manufacturer narrative:
Evaluation of the reported complaint condition and system logs determined that the needle type selected on the aws is not the same that was sent to the bcm. Reloading the software, as was done, would have refreshed the software and removed any possible corruption that may have occurred.

Manufacturer narrative:
This investigation is still in-process and a follow up will be filed as needed.

Event description:
It was reported that during a breast biopsy the needle is too close to the breast tray and hitting it when fired. The needle penetrated the patient's breast. No medical intervention was required. A field engineer was dispatched to the site and bmd and bcm module resets were completed as well as stx and geometry calibration.